Manufacturer narrative:
Evaluation summary: instrument to implant stack up analysis has been performed, which was found to be acceptable and conforming to predicate devices. Instrument was not returned, so part could not be verified to meet specification. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that after performing 27 knee procedures with the new gender nk flex instruments, this surgeon has noticed a small gap anteriorly between the implant and the bone. All of the other faceted cuts appear to be at the appropriate angle, but the anterior cut seems to be off.